Event description:
It was reported that pump experienced malfunction with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset independently and continued to use current pump while prepared to rely on alternate method if necessary, and technical support confirmed warranty status, arranged shipment of replacement pump.